Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor it was reported that the patient was having an issue of constantly leaking bowel and fecal matter and ended up getting shivers down their spine and it hurts. It was also reported that patient had 3 uti's in the past couple of months and a flu which is all cleared but they are still having issues. It was further stated that the health care professional confirmed that the uti was cleared. It was reported that the patient tried to pull up settings using their patient programmer but it would not sync with the ins and it still did not worked after a new batteries were put in. Once the antenna was plugged in, patient was able to connect with the ins and stimulation was increased from 2.3v to 3.5v and patient would monitor symptoms and increase more if needed. No further complications were noted or anticipated.